Manufacturer narrative:
Unit passed the displacement test and self test. No unexpected pump error 53 alarm noted during testing. However, pump error 53 alarm found in the pump history due to software error. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a software error detected. The alarm occurred when they were unlocking the insulin pump¿s screen. Troubleshooting was performed. They were advised to program a normal bolus into the air to determine if delivery was successful. The bolus amount was recorded in the daily history. The customer had a high blood glucose but declined troubleshooting for it. The device will be returned for analysis.